Event description:
Zoll distributor returned a monitor sn (B)(4) indicating that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the r45 resistor was open on the computer / analog board. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.